Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Investigation determined niv mode was not enabled. The software was reloaded to resolve the issue.

Event description:
The hospital reported non-invasive ventilation (niv) mode was unavailable. No patient involvement reported.